Event description:
Alleged issue: dr. (B)(6) was performing a laparoscopic cholecystectomy on a patient. Clips were not fully loading in the clip applier to their full aperture. Patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device history record (DHR) review did not show issues related to the complaint. Device sample has been returned to the manufacturer; however, the investigation results have not been submitted/completed at the time of the report. However, the manufacturer will continue to monitor and trend related complaints.